Event description:
The complainant reported that the patient experienced several episodes of ventricular tachycardia and ventricular fibrillation that required defibrillation. The patient then developed sudden hypotension, with mean arterial pressures falling to the forties, and subsequently progressed into asystole. Extracorporeal membrane oxygenation flows decreased to one liter per minute. Cardiopulmonary resuscitation was initiated. The extracorporeal membrane oxygenation circuit was exchanged, but flows remained unable to exceed one liter per minute. A bedside sternotomy was performed, revealing approximately five liters of blood within the chest cavity. Given the patient¿s condition and lack of response to all resuscitative efforts, the decision was made to discontinue cardiopulmonary resuscitation, and the patient was pronounced deceased.

Manufacturer narrative:
Clinical symptoms (hypotension): the cause of the injury was not determined due to insufficient clinical details. Clinical symptoms (ventricular tachycardia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction / low or blocked pump flow: the pump was not returned for investigation. Clinical details indicate that the complaint replacement pump could not achieve flows above p2 (1 l/min) and persistent suction alarms were noted. The patient had underlying conditions, including a large thrombus burden in the rca and lm, ongoing cardiogenic shock, and hemodynamic instability. Data log shows the pump did not achieve good flow during the first day of implantation, with a motor current spike followed by low pump flow on (B)(6) 2025. Later during the case, some improvement was noted, with no major suction alarms. The cause of the low or blocked pump flow and suction was most likely related to biomaterial ingestion, based on data log review. The pump passed all post sterile inspection checks.